Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event requiring hospitalization and antibiotic therapy. However, there is no allegation, any objective evidence or indication the liberty select cycler malfunctioned, or product issues caused or contributed to a peritonitis event. Based on the available information, the cause of the patient¿s peritonitis can be reasonably associated with touch contamination. Per the pdrn, the etiology of the patient¿s peritonitis is serratia marcescens, an organism that has been associated with those with weakened immune systems and those patients utilizing pd therapy. Additionally, it is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance due to a patient line is blocked soft alarm in drain 0/5 during pd treatment. The issue was resolved when the patient unclamped the patient line with return of flow. During the communication with technical support, the patient reported that they had been released from the hospital. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was presented to the dialysis clinic on (B)(6) 2019 with complaint of abdominal pain and cloudy pd effluent; vital signs (vs) were noted to be at the patient¿s baseline (values not provided). A sample of pd effluent was collected for culture and white cell count and the patient was prophylactically treated for suspected peritonitis with one-time doses of intraperitoneal (ip) vancomycin (2 grams) and ceftazidime (1 gram). The patient was admitted to the hospital later that day for worsening abdominal pain. Per the pdrn, pd therapy continued during hospitalization using a hospital owned pd cycler (model unknown). Reportedly, on (B)(6) 2019, pd effluent culture yielded positive growth of serratia marcescens and white cell count was reported as elevated (value not reported). Antibiotic therapy was restarted using 1500mg of ceftazidime daily via ip dwell for 10 days. The pdrn stated that based on the available lab data, the suspected cause of the patient¿s peritonitis event is touch-contamination and the patient will undergo re-teaching during the next home visit. The patient was reportedly discharged home on (B)(6) 2019 and is recovering while completing the course of antibiotic treatment. Pd therapy is continuing using the same liberty select cycler/liberty cycler sets without reported issues.